Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an adverse skin reaction while wearing an adc freestyle libre sensor. Customer experienced symptoms described as itching, tingling, weeping and redness at the insertion site and had contact with a healthcare professional in (B)(6) 2018 who prescribed tegaderm dressing and econazole (antifungal) cream for treatment. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported experiencing an adverse skin reaction while wearing an adc freestyle libre sensor. The customer experienced symptoms described as itching, tingling, weeping and redness at the insertion site and had contact with a healthcare professional in (B)(6) 2018 who prescribed tegaderm dressing and econazole (antifungal) cream for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed, and no issues we were observed on the sensor and sensor plug. Extended investigation has also been performed for the complaint and determined that there was no indication that the product did not meet specification. The adhesive was not returned. The reported complaint is related to skin irritation and allergic reactions to the patch adhesive of the libre sensor. Dose audit and environmental monitoring reports were reviewed for issues relating to the sterility of the product. The sensor component has no impact on product sterility, and therefore, sensor component dhrs (device history review) were not reviewed. Sensor kit dhrs have been reviewed to assess the manufacturing process, which includes the application of the adhesive to the puck the DHR (device history review) for the libre sensor kit was reviewed, and the DHR showed the libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. No further investigation is required.

Manufacturer narrative:
This serves as a correction report. The reported product has been returned. Investigation is pending at this time. (Method code) and (conclusion code) has been updated. (Device mfg date) has been updated. A final report will be submitted once additional information is received.

Event description:
Customer reported experiencing an adverse skin reaction while wearing an adc freestyle libre sensor. Customer experienced symptoms described as itching, tingling, weeping and redness at the insertion site and had contact with a healthcare professional in (B)(6) 2018 who prescribed tegaderm dressing and econazole (antifungal) cream for treatment. There was no report of death or permanent injury associated with this event.